Event description:
The customer called for help with his contour meter. His initial complaint did not meet the criteria to be reported, but his test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found that returned reagents to read e11 (confirms exposure) and 347 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.